Event description:
It was reported that during device preparation, while pulling negative pressure on the otw trek balloon, bubbles were seen going into the syringe. The physician was not notified of this. The trek was advanced to the obtuse marginal target lesion and was attempted to be inflated, but could not be seen inflating; therefore, the trek was removed from the anatomy. A small air embolism was visualized under fluoroscopy in the obtuse marginal artery; however, the patient remained hemodynamically stable through out the procedure. The air embolism quickly absorbed downstream. There was no adverse patient sequela and no clinically significant delay in the procedure. Another trek was used to predilate the target lesion without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - use of the device after air bubbles were noted. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the otw trek instruction for use states to remove all air from the syringe or inflation device barrel. The use of the product after noting air bubbles in the system appears to be the cause for the reported air embolism. Based on the information reviewed, there is no indication of a product deficiency.